Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for one colony forming unit (cfu) of enterococcus faecalis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.

Manufacturer narrative:
Correction to b3, e1 (phone number), e2, e3, and g2 (health professional). This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024 sampling from: all channels cfu: 8 bacterial identification: escherichia coli and bacillaceae. Olympus reprocessed the device according to the IFU and performed a second culture test. The results were as follows: sampling date: (B)(6) 2024 sampling from: suction channel cfu: 2 bacterial identification: staphylocoques coagulase negative 36°c sampling from: air/water channel cfu: 1 bacterial identification: staphylocoques coagulase negative 36°c sampling from: elevator channel cfu: 2 bacterial identification: staphylocoques coagulase negative 36°c sampling from: elevator channel cfu: 1 bacterial identification: burkholderia cepacia based on the results of the investigation, it cannot be denied that shaving inside the forceps channel may have affected the efficaciousness of reprocessing of the device. However, a root cause could not be conclusively determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested the device for the first time, the results did not conform to the regulation's recommendation. When olympus performed a second culture test after reprocessing in accordance with the IFU before repair, growth was observed; however, the results conformed to the regulation's recommendation. According to the instruction manual for gf-uct180, the reprocessing procedures are described in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.